Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The blue stapler 45 reload was discarded by the site and is not available for evaluation. A follow-up MDR will be submitted if additional information is received. Isi has received the stapler 45 instrument associated with this complaint and completed investigations. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts and no errors appeared during testing. The stapler was fired with one in-house blue reload and one white reload. Both test sheets were inspected post-firing and all staples appeared to be in a proper b-shape formation. Upon visual inspection, there was no pocket damage found on the anvil. A review of logs showed no failures. There was no problem detected. The stapler logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: the logs show stapler 45 instrument (part #470298-14; lot #t10200127-0059) was installed 4 times and fired 2 reloads (both blue). Both firings were completed per the logs. Prior to each firing there were 2 incomplete clamps (4 total incomplete clamps in 6 clamp attempts). There were no relevant stapler errors in the logs. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Images sent by the customer were reviewed by an isi clinical development engineer (cde) and the following findings were made: there are malformed staples in the tissue. Based on the images provided we cannot confirm if there is any damage/issue with the stapler instrument or reload or a root cause of the staple malformation. A video sent by the customer was reviewed by a cde and the following findings were made: at around 1:06 time stamp, clamping was successful and there was a firing attempt shortly followed by another fire which was successfully completed. At around 3:37, target tissue is placed between the jaws of the instrument and it seems that the stapler is positioned in such a way that there might be some staple line cross-over. At around 4:00 and 4:31, there were two attempts unsuccessful of clamping, at around 4:54 there was a successful clamp followed by a stapler fire. The staple fire was successful, however, there were some malformed staples. It is possible that the staples were malformed due staple line cross over or because of inadequate compression. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, malformed staples were identified when a blue stapler 45 reload was fired with a stapler 45 instrument on the rectum. The surgeon removed the malformed staples and closed the defect with sutures. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the staples did not form well (not b shaped) when the stapler 45 instrument was fired on the rectum. The event occurred during the second fire of the instrument. The surgeon removed the malformed staples and closed the defect with sutures. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon was using a blue stapler 45 reload to transect the rectum when the stapling issue occurred. The surgeon picked the blue reload based on his surgical judgement. There were no errors generated when the stapling issue occurred. There were 2 pauses during clamping at 85% and 98%. The stapler completed the smartclamp cycle during the 2nd firing. There was no hole in the staple line nor any bleeding due to the stapling issue. The surgeon removed the malformed staples and closed the defect by suturing. There were no unusual tissue factors which could have caused the issue. Buttress material was not used. The surgeon stapled on the previous staple line. The target tissue was not calcified or exposed to radiation and chemotherapy. Also, there was no tissue bunching. Tension was produced on the tissue by the fenestrated bipolar forceps instrument which was installed on arm 1. There were a few staples retained in the proximal and distal part of the reload. The patient did not require prolonged hospitalization due to the incident. The surgeon believes that the cause of the issue was due to the stapler. The reloads were discarded by the site before the creation of this complaint.